Event description:
It was reported that impedance levels were high and out of range on the right atrial (ra) lead. A ra lead fracture was suspected. The ra lead was programmed off. No other information was provided.

Manufacturer narrative:
Further information was requested but was not available.